Event description:
Sureform 45 stapler was opened to the field. The robot was saying the load on the stapler couldn't be identified. Tech tried different loads on stapler and took stapler out and tried re-entering the stapler in. The tech then used the already opened 60 stapler and it recognized that one. So, we realized it was the stapler itself. Opened a new 45 stapler and it worked fine.